Event description:
The customer's mother called to perform the high pressure test. The blood glucose at time of call was 124mg/dl. Troubleshooting was performed, and the fixed prime test passed. The high pressure test was performed and passed once, but it failed twice even after changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.